Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device showed error messages prior to use. The error messages could not be dismissed even after restarting the camera module. All settings on the storz camera had returned to default. No negative impact in state of health reported.